Event description:
Per a report from the pt's spouse, the pt developed a skin flap infection one week after implant surgery. She was treated with IV antibiotics. The implant partially extruded. A skin flap rotation was performed by another surgeon. This was not successful. A second skin flap rotation was done. The skin flap did not heal completely. On 05/11/1999 a tissue expander was placed. The pt was scheduled for a third skin flap rotation 07/14/1999. Follow-up info has been requested from the pt's surgeon.